Event description:
The hcp reported that the pt came in for a refill and provided that he wasn't feeling well. The hcp thought that the pt may have been in withdrawal and wasn't feeling well because the pt usually came in for his refill appointments about 15 to 30 days earlier than the actual refill date but his time, he came only a few days earlier. The hcp stated they started the refill but were having difficulty accessing the reservoir port. The needle was injected into the pt up to four times before the hcp was able to access the reservoir. The hcp rinsed the pump with 9mls of preservative free normal saline (pfns) and then aspirated out 11 mls of solution from the pump. The pump was then filled with 18 mls of morphine (15mg/ml) and bupivicaine (7.5 mg/ml). The pt went home and then the next day started to have full blown unspecified withdrawal symptoms. The on-call hcp had to mange the pt and the pt was currently being managed by the hcp. Add'l info has been requested, a follow up report will be submitted if add' info becomes available.